Manufacturer narrative:
Section a4: patient weight: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a enhance preload intraocular lens (iol) and it somehow had a torn edge after deploying into eye. Lately the preloads were feeling somewhat stiff is what the surgeons says. It was loaded by one of the most experienced techs and been using this lens for quite a while so don't think it's user error. The lens was implanted into a patent by the doctor and the lens was removed. Additional information stated that as there was complications during the operation, this was a faulty lens that, was implanted, the side of the lens was completely sheared off, with a jagger end. And it had to be moved and her iris prolapsed. Patient was extremely upset blood went everywhere, had to cut lens to get it out and, a new lens was put in. Further follow up stated that upon engagement, advancement and everything felt normal. When surgeon inserted lens into eye, there was a momentarily feeling of stiffness at the end of the complete lens deployment. Only bss was used at room temp as cartridge lubrication. No additives. The average dwell time was 3 mins. The initial advancement was done by pushing all the way to engagement position then twisted 1.5 turns. The surgical tech is the one who initiated the 1st movement of the lens and it is not touched again until it is handed off to surgeon for insertion into the eye. When advancing the lens half turns were performed. No injury to the eye, lens was removed and a backup lens of the same model and diopter was inserted in the patients right eye. Post-operatively patient has no noted issues. Only intervention was defective lens was cut out and a new one inserted. No further information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 11/6/2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod advanced to the cartridge tip. The complaint cartridge received with stress marks in the cartridge tip; however, stress marks are considered within specification for a used cartridge. Further inspection of the cartridge revealed that there was viscoelastic residue distributed throughout the length of the cartridge, suggesting that an appropriate amount of ovd/bss was used. The lens module was inspected and, no marks that would indicate that the plunger rod advanced incorrectly could be identified. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The complaint lens was received cut into two pieces. The lens was cleaned and, one half of the lens could be observed to have a chipped edge. The other half of the lens could be observed to be torn off. Inspection of the customer provided photo showed a lens inside of the patient¿s eye. The torn edge of the lens could be observed in the photo. Conclusion: the complaint issue "iol torn" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issues "dissatisfaction - quality/design" and "rod stiff" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information with updated investigation results: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 11/6/2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal that the complaint handpiece was received with the plunger rod advanced to the cartridge tip. The lens module was inspected and no marks that would indicate that the plunger rod advanced incorrectly could be identified. The cartridge was observed to have stress marks in the cartridge tip; these marks are considered within specification for a used cartridge. There was viscoelastic residue distributed throughout the length of the cartridge, suggesting that an appropriate amount of ovd/bss was used. The lens was received cut into two-pieces; the lens was cleaned, and one half of the lens could be observed to have a chipped edge, and the other half of the lens could be observed to be torn off. The handpiece was disassembled and no issues that could cause or contribute to the compliant issue could be identified. Conclusion: the complaint issue "iol torn" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issues "dissatisfaction - quality/design" and "rod stiff" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. The hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing and are only provided for informational purposes and therefore no further actions are required. As per complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.